Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. Patient condition was stable.

Manufacturer narrative:
23 feb 2023 (B)(6): supplemental report required to address product return and analysis.